Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas), hyperglycemia [hyperglycaemia], diabetic ketoacidosis [diabetic ketoacidosis], needle was blocked [needle issue]. Case description: this serious spontaneous case received via regulatory authority nmpa (national medical products administration) from china was reported by a health care professional nos as "hyperglycemia(hyperglycemia)" beginning on (B)(6) 2022, "diabetic ketoacidosis(diabetic ketoacidosis)" beginning on (B)(6) 2022, "needle was blocked(needle plugged)" beginning on (B)(6) 2022, and concerned a 41 years old male patient who was treated with novofine 32g 6 mm (needle) from (B)(6) 2022 for "diabetes mellitus", dosage regimens: novofine 32g 6 mm: (B)(6) 2022 to not reported; current condition: diabetes mellitus (type and duration not reported). Treatment included - insulin. On (B)(6) 2022 in the evening patient used the device novofine. On (B)(6) 2022 at 8:00 am patient had nausea and vomiting. Patient was taken to the hospital for medical treatment, and the blood glucose was urgently measured to be 28.3 mmol/l, and the urine ketone body was +2 (units not reported), which indicated ketoacidosis. After checking the patient's insulin needle, it was found that the needle head of the novofine used was blocked, so that insulin was not injected into the body, which caused hyperglycemia and ketoacidosis, and the patient was admitted to hospital for treatment. Batch number for novofine 32g 6 mm was not reported. Action taken to novofine 32g 6 mm was not reported. The outcome for the event "hyperglycemia(hyperglycemia)" was recovered. The outcome for the event "diabetic ketoacidosis(diabetic ketoacidosis)" was recovered. The outcome for the event "needle was blocked(needle plugged)" was not reported. References included: reference type: e2b authority number reference ID#: cn-nmpa-137610206202200115 reference notes: nmpa (national medical products administration), chn no further information was avaialble. Preliminary manufacturer's comment: (B)(6) 2022: the suspected novofine 32g 6mm needle is not returned to novonordisk for evaluation. No conclusion is reached. Underlying medical history of diabetes is a risk factor for the reported event of hyperglycemia and ketoacidosis in the patient. However, information if the needle was reused, if the patient is a trained user, operator of the device are unavailable. Reporter comment: batch number: 20173151271 (invalid).

Event description:
Case description: investigation results: novofine 32g etw tip 0.23/0.25*6mm, batch number: 20173151271. No conclusion can be made without the sample or a valid batch number. The reported batch number was not valid. The product was not returned for examination. Since last submission the case has been updated with the following: imdrf codes and inv results was added. Narrative was updated accordingly. No further information was available. Final manufacturer's comment: 02-mar-2023: the suspected novofine 32g 6mm needle is not returned to novonordisk for evaluation. Batch number is unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novofine 32g needle. Underlying medical history of diabetes is a risk factor for the reported event of hyperglycaemia and ketoacidosis in the patient. H3 continued: evaluation summary. Novofine 32g etw tip 0.23/0.25*6mm, batch number: 20173151271. No conclusion can be made without the sample or a valid batch number. The reported batch number was not valid. The product was not returned for examination.